Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the main power distribution unit (mpdu) was causing the issue. Fse replaced mpdu to resolve the issue. The defective mpdu was returned for analysis and part analysis indicated that the mpdu failed and that the resistance in the mpdu was too low. After replacement of mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.